Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The ventilator control board was replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation during a case. There was no report of patient injury.